Manufacturer narrative:
The evaluation of the involved system revealed that the installation and lift were in overall good condition. The end stopper was missing ¿ it was concluded that it was not installed originally by the arjo installation team. The end stopper was added and the device remained in use, fully functional. The track installation guide 001-11161-en rev. 3 includes the information about the requirements to install the end stoppers on each track (section ¿installing the end stopper¿) and also the instructions how to perform a verification of correctness of installation, which allows to identify when the end stoppers are missing (section ¿inspection and comissioning¿). The arjo engineers should follow the instructions each time the installation is performed. The IFU for maxi sky 440 001.16000.33.en rev. 18 informs the user that the presence of the end stoppers must be checked before use to ensure safe device operation. This complaint is deemed reportable due to allegation that maxi sky 440 lift almost detached from the track during transfer. Arjo device failed to meet its performance specification since the end stopper was missing. The device was used for a patient transfer at the time of the event, therefore it played a role in it.

Event description:
Arjo became aware of the complaint on track installation for maxi sky 440 from the customer in (B)(6). It was alleged that during patient transfer, half of the maxi sky 440 trolley was out of the track. The caregivers were able to push the device back into track before it fell out. At that time the device was used with patient. No injuries were sustained.